Manufacturer narrative:
The device was not returned for evaluation, as device status is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 3300tfx 23mm bioprosthetic aortic valve, implanted for four (4) years and five (5) months, was explanted due to some pannus growth causing to have a gradient of 40. The explanted device was replaced with a non-edwards valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, d4 (expiration date), h2, h4, and h6 (clinical code, type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. H11: corrective data: corrected section: h6 (component code).

Event description:
It was reported that a 3300tfx 23mm bioprosthetic aortic valve, implanted for four (4) years and five (5) months, was explanted due to mild calcification and patient prosthetic mismatch leading to severe aortic stenosis. The patient presented with progressive chf. The explanted device was replaced with a non-edwards valve. Per medical records: the patient had progressive rising gradients with a mean gradient over 40 as an outpatient. Patient underwent a redo avr. It is noted upon examining the 23mm 3300tfx valve in surgery that there was a moderate amount of pannus in the subannular position. The leaflets looked competent and slightly calcified. The 23mm 3300tfx valve was removed. It is noted because of the high bsa (2.4) and patient prosthetic mismatch, the surgeon elected to replace with a 23mm mechanical non-edwards valve. The valve seated nicely. The patient tolerated the procedure well. On pod #4, the patient was discharged in stable condition.